Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lfj6, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a urinary tract infection (uti). The relatedness was noted as unknown. The patient went into her local doctor's office because of uti symptoms. The patient had an unscheduled clinic or office visit. Action taken as a result of the event included administering trimethoprin. Laboratory testing showed uti and positive for e. Coli. The outcome was noted as resolved without sequelae. Relevant medical history includes: urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
(B)(4). Medical safety assessed the event as related to the patient¿s underlying urinary dysfunction diagnosis as there is no evidence to suggest that symptoms are related to the patient¿s device or therapy. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the etiology was updated to programming/stimulation and surgery/anesthesia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the etiology was updated to ¿recurrent utis.¿

Event description:
Additional information received reported that the uti was not related to the device or therapy and was part of the patient's underlying urinary dysfunction condition.

Event description:
Additional information received from a healthcare provider for a clinical study reported the etiology was programming/stimulation; surgery/anesthesia; and MRI.